Event description:
The distributor's report noted: "neurosurgeon from (B)(6) infirmary complaint was regarding mozaik used in a plif surgery on the (B)(6) 2012. The pt underwent a revision surgery yesterday. The wound was oozing. During the surgery the physician removed the mozaik that he claims "had gone lumpy and mushy" at the fusion site with no sign of new bone growth." Additional info from the distributor noted "...from my further investigations at the hospital it appears that this surgeon, for some unexplainable reason, not only implanted mozaik but nanostim from medtronic and I-factor flex from cerapedics, along with 15cc of flowseal in the same pt for this fusion. It does seem to be something of a complex orthobiologic cocktail. I will forward any response from this surgeon on his return." Additional precise clinical info was requested from the reporter for this event, numerous times. This info was not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.